Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ syringe of the bulk sterile pharmacy convenience tray. The following information was provided by the initial reporter: "contaminant in a 30 ml syringe."

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ syringe of the bulk sterile pharmacy convenience tray. The following information was provided by the initial reporter: "contaminant in a 30 ml syringe".

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the sample. Analysis of the sample showed that there was foreign matter on the stopper of the syringe. Ftir testing was performed to determine the composition of the foreign matter and the results confirmed that it was silicone. The silicone is a lubricant that is part of the syringe manufacturing process. Bd determined that the cause of the failure was associated to the manufacturing process. Production records were reviewed, and this batch met our manufacturing product specification requirements.